Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non boston scientific right ventricular (rv) lead exhibited a shock impedance measurement of greater than 200 ohms in the clinic during a commanded shock test. No other information was provided. The device and lead remain in service. No additional adverse patient effects were reported.